Manufacturer narrative:
This supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 11/24/2016. To troubleshoot the issue, support shipped a replacement system and reset the drivers to legacy mode. (Reference (B)(4), a related complaint for all of the work performed for this account.) The issue was resolved. To date, the issue has not been reported again. Evaluation codes: conclusions: 12: design deficiency. Recall number provided.

Manufacturer narrative:
A new system has been ordered but has not been set up at this time. Additional information has been requested from the customer but has not yet been received.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6) 2016, merge healthcare received information that a replacement on an eye station was required. On (B)(6) 2016, additional information was received from the customer. The customer reported the system had been experiencing intermittent connection problems for some time. As a result, patients had to be rescheduled. The customer reported that in some cases, information could be obtained through other testing methods; however, patients needing fa (fluoresceine angiography) had to be rescheduled. No known patient impact has occurred as a result of the delayed testing. Reference complaint number (B)(4).